Event description:
The following was reported to hamilton medical ag: the report from hospital say: the instrument operation interface is stuck during use and cannot adjust parameters. Hospital analysis:encoder malfunction caused no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).